Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: e212 error: since the reported problem was resolved upon reformatting the internal buffer, it is likely that error code e212 (internal buffer write err) occurred because the internal buffer was destroyed logically due to the user handling deviating from the description in the instruction manual (e.g. Turning off the power during all reset). The likely cause of the locking lever of the receptacle board not retaining the connector cable, identified on the device evaluation, was likely due to deterioration due to long-term repeated use, or because the user attempted to pull out the video connector without pushing the locking lever down. For internal buffer, the instructions for use contains the following description as a preventive measure: "do not turn off the video system center in system reset. This may damage to the internal buffer. " for connection and disconnection of the video connector, the instructions for use provided the following statements: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. " "when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The error code e212 refers to an issue with the internal buffer. During inspection, the internal buffer was reformatted and the issue resolved. Additionally, during the inspection, it was noted that the locking lever of the receptacle board did not retain the connector cable properly.

Event description:
A user facility reported to olympus that the device generated an error code "e212." The problem, as reported to olympus, occurred during a procedure. The intended procedure performed is unknown. There was no patient injury or harm, associated with the problem, reported to olympus.